Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the l hook on the unit broke off. It was further reported that it appeared the weld on the unit had completely broken off. Nothing was lost in the patient and the case was successfully completed.